Event description:
We received an allegation of questionable potassium electrode results for 1 patient sample tested on a cobas 8000 ion-selective electrode (ise)1800 module. Initial result: 5.3 mmol/l. The customer questioned other ise results, prompting the repeat of this sample on a different cobas 8000 module. Repeat result: 4.8 mmol/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The potassium electrode lot number was erc77. The expiration date was not provided. The qc was acceptable. The field service engineer found that the sipper nozzle screw was loose. He tightened the loose sipper nozzle screw. He then performed priming, calibration, and qc with successful results. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it was acceptable. The alarm trace did not show any abnormalities. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.